Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation. The procedure was completed with another of the same device. No complications were reported.